Manufacturer narrative:
Investigation: DHR was reviewed and no notification was raised for this defect for the past 12 months. Since there are no samples and photos displaying the reported condition, the root cause could not be determined. The complaint is unconfirmed as no photo or samples were received.

Event description:
It was reported that the hypoint ndl22ga1-1/2in tw experienced product damage with the device still operable. It is unknown whether the item defect was noted prior to, during, or after use. The following information was provided by the initial reporter: we inform you that we received a new complaint for a needle quality issue. Needle batch impacted 22g (hypoint ndl 22ga1-1/2in tw) 18050014 (supplier batch 8038451).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hypoint ndl22ga1-1/2in tw experienced product damage with the device still operable. It is unknown whether the item defect was noted prior to, during, or after use. The following information was provided by the initial reporter: we inform you that we received a new complaint for a needle quality issue. Needle batch impacted 22g (hypoint ndl 22ga1-1/2in tw) 18050014 (supplier batch 8038451).